Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thoracic procedure, the release button would not work. The device would not open after it had been fired on lung tissue with a blue cartridge. It is unknown how it was removed. No patient impact was reported. The event occurred after the 4th firing with a blue cartridge. The device had been fired successfully for three firing. On the 4th firing the device was fired on tissue and removed; the scrub tech went to reload the device and could not get it open. They pushed the red button, squeezed the handle, the top was on zero but the device still would not open.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with one (B)(4) cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.